Manufacturer narrative:
Analysis found that visually, a portion of the device had broken off. The portion that became detached was not returned however it would have measure approximately 0.2mm. There were multiple dark marks on the surface of the device which were most likely from the holding instrument the customer reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the notched offset partial ear fell apart while the doctor was placing it on a patient. The device did not make it to the patient. The device was held on an instrument when it fell apart. There was no known patient impact.